Event description:
(B)(6) was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to manual injections for insulin therapy. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.